Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0007, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the pumping segment. The customer's complaint of leakage from the area of near the pump segment was verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined.

Event description:
It was reported that the as lvp 20d 3ss cv line leaked near the pump during use. The following information was provided by the initial reporter: "leakage from the area of near the pump segment of the line. No harm to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv line leaked near the pump during use. The following information was provided by the initial reporter: "leakage from the area of near the pump segment of the line. No harm to the patient."